Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve is leaking. As stated on the repair statement, additional malfunction on this device: power switch not alarming.